Event description:
Reportedly the pt had an anastomosis of the femoral and popliteal arteries. Post operatively in the recover room pt experienced bleeding due to suture breakage. Pt was resutured without complication.